Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.